Event description:
Nobel biocare USA has received a report of osseofailures for two implants; part # and lot # unknown. These are not a nobel biocare implants, but per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implants are manufactured by implant direct, llc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).